Event description:
User alleges that the device would not function.

Manufacturer narrative:
Device was not returned to the MFR, so a thorough investigation could not be performed. The device history record was reviewed and there were no non-conformance noted during the manufacture of this product. Past history shows this event to be related to user error in not following the IFU supplied with the product.